Manufacturer narrative:
The 4.2mm trident alpha resection ablator was received with the insulation around the ceramic tip melted and deformed. The ceramic tip and attached metal conductive ring were detached and not returned. Additionally, galling was present on the shaver side of the unit. Further analysis by an (B)(4) engineer suggested that the most likely cause of this type of failure would be due to a torsional failure of the ceramic tip, which was most likely caused by excessive force during insertion and/or removal of the trident ablator into/out of the entry system cannula. This can cause saline intrusion under the ceramic tip and active electrode, exposing excessive surface area and reducing ablation affect. In addition, it appears that continued use of the device caused burning of the powder coating and melted the remaining portion of the stainless electrode strip. This device was manufactured on 04/23/2013 in a lot of 15 units. There have been no other complaints for this item and lot number combination. A review of the device history records showed there were no anomalies or nonconformances noted during the manufacturing process that could have caused or contributed to this reported failure. Additionally, a 2-year review of complaint history shows no previous adverse events for this product. To reduce the risk of patient injury, the product's instructions for use (IFU) provides the following warnings and precautions: use care when inserting into and withdrawing the electrode from a cannula to avoid the possibility of damage to the devices and/or injury to the patient. Electrodes must only be used in a conductive fluid medium to avoid insulation damage. Do not bury electrode tip and insulator in tissue. The electrode tip must be completely surrounded by conductive fluid when activated in order to avoid damage to the insulation. Do not pry or pull tissue using the device. Insulation may be damaged. If any visual defects are noticed in the insulation, or the ceramic/insulation is damaged in any way, stop using the device immediately and replace the device. Use caution when programming the power settings. Use the lowest power setting and the minimum tissue contact-time necessary to achieve the appropriate surgical effect. High power settings, and prolonged use may result in damage to the insulation, melting of the electrode tip, or patient burns.

Event description:
The customer reported that on (B)(6) 2013, during a left shoulder arthroscopy, immediately after the doctor deactivated the 4.2mm trident alpha resection ablator, it was noted that the ablator's tip/head was severely damaged, and the small metal ring on the ablator head was missing. The doctor briefly searched for this small metal ring, but it could not be found. The surgeon was not sure if the fragment was flushed out of the joint with continuous irrigation being used at the time, but believed it could still be in the patient's shoulder. The surgeon continued with the procedure as scheduled, and completed the procedure as intended. It was also reported that there was no record of an x-ray being taken.